Event description:
Procedure: ladg. According to the reporter the seal broke during procedure and insufflation of the abdominal cavity was not kept. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).